Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported that since spring, the patient has been suffering from an inflammation of the stoma with redness, proud flesh formation and oozing. The stoma has been treated unsuccessfully for two months with unknown oral antibiotics, clotrimazole ointment and twice-daily dressing changes.